Event description:
It was reported that an unspecified number of 20g x 1.16in (1.1 x 30 mm) insyte autoguard experienced leakage during use. The following information was provided by the initial reporter: when the drug is administered at the catheter, a leakage occurs in the proximal part of the catheter with product pushed out: clinical consequences noted: catheter changed conservatory measures: quarantine of the device.

Manufacturer narrative:
H.6. Investigation: bd received a 20 gauge insyte autoguard unit from lot 9008727 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed the catheter tubing was slightly curved. Next, the engineer microscopically inspected the tubing and observed a cut on the tubing above the nose of the adapter. Finally, a water/air leak test was performed for the returned unit and leakage and air bubbles were observed coming from the nose of the adapter. Based off the visual inspection and testing the engineer was able to verify the reported defect. Unfortunately, the engineer was unable to determine a definitive root cause for the observed damage.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of 20g x 1.16in (1.1 x 30 mm) insyte autoguard experienced leakage during use. The following information was provided by the initial reporter: when the drug is administered at the catheter, a leakage occurs in the proximal part of the catheter with product pushed out: clinical consequences noted: catheter changed. Conservatory measures: quarantine of the device.